Event description:
The customer reported that from the start of using this pencil with a forcefx generator the alarm went off and the pencil could not be used. It was not used on a patient. Another pencil was opened and used for the procedure. When the pencil was returned and tested, it was found to self activate when plugged in.

Manufacturer narrative:
(B) (4). After the pencil was found to self activate, it was disassembled and slivers of metal were found bridging two components. These appeared to be from the stamping of one of the components from our supplier. The supplier was notified. Investigated and an increased inspection was implemented on 03/16/2010 per the supplier's control plan. This device was manufactured prior to the corrective action.